Manufacturer narrative:
Batch review performed on 02 november 2023: lot 146769: (B)(4) items manufactured and released on 29-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.

Event description:
Revision surgery for knee infection at 5 years and 4 months from primary for infection. The knee liner has been revised successfully. Patient had compeititor components before gmk-revision system.